Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately, on (B)(6) 2025 the patient was sleeping, when the reporter came home and check on the patient, he was unresponsive. The patient never went completely out (didn´t lose consciousness completely) he just couldn't sit up. She decided to check take a bg reading which was 30 mg/dl while cgm reading was 70 mg/dl. She treated the patient with some orange juice and took another bg reading which increased to 57 mg/dl while the cgm reading was 53 mg/dl. She did not call 911 since she managed to treat the patient. The patient was doing fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c when the patient was unresponsive. The reported glucose values fall within the a zone of the parkes error grid after treatment. No additional patient or event information is available.